Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous mid left anterior descending artery that is 90% stenosed. A 2.50x15mm traveler balloon dilatation catheter (bdc) partially inflated as pressure was applied; however, the balloon did not reach nominal pressure. Another device was used and an unspecified stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.